Event description:
It was reported that there had been an unspecified problem with therapy delivery subsequent to patient exposure to various security gates and a visit to a hospital environment (no date was given and specific symptoms were not reported). The patient had not seen the physician for 1.5 years; follow-up with the hcp for clinical evaluation was anticipated. There had been an unconfirmed problem with the patient therapy programmer, which was unavailable at the time of the report. It was anticipated the patient would contact the company again to review programmer use. Additional information has been requested from the physician.

Manufacturer narrative:
.